Event description:
Paramedics responded to a person described as in cardiac arrest. Pt had been down for approximately 45 minutes. The paddles were charged but, according to the reporter, the device intermittently would not transfer energy to the pt. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment that the pt had been down too long.